Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings/issues related to rupture were observed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth breast implant due to the patient¿s concern with the product". The device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "patient¿s concern with the product". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth breast implant due to the patient¿s concern with the product". The device remains implanted. This record is for the left side.